Event description:
It was reported by the sales rep that prior to a lap gastric bypass procedure, error code 5 occurred and device was not used in the case. Second device was opened and used but during case it came up with instrument error. There was no reported patient consequence.